Event description:
It was reported that there was a right total knee revision due to infection. I&d, femoral, liner and mrh bumper exchanged.

Manufacturer narrative:
Additional devices listed in this report: cat # 64952020, lot # s6yan, description: gmrs dist fem comp sml r 65mm; cat # 64812100, lot # 052453 (as reported), description: mrh tib rot comp xs-xl; cat # 5560-s-212, lot # m8t6a, description: tri cemented stem 12mmx100mm; cat # 64853113, lot # 127567c, description: mrs fem stem w/o body 13x127mm; cat # 64812133, lot # ldk499, description: mrhk bumper insert 3 degrees. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving an mrh tibial insert was reported. The event was not confirmed. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that there was a right total knee revision due to infection. I&d, femoral, liner and mrh bumper exchanged.